Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No prime or fill anomaly noted during our testing. All of the buttons are functioning properly. No damage was found on the keypad assembly noted. No unlocked lcd keypad connector during our visual inspection. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he changed his reservoir and after priming the tubing the insulin pump was stuck on fill tubing. The patient's blood glucose at the time of incident was 190 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer was unable to exit the "preparing to prime" loop. The customer held act down until he received a second series of beeps, but he did not receive any numbers in order for him to exit the priming loop. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.